Event description:
"Just opened a fiber and it was bent at tip. Bends seen in other locations in the fiber." This info is documented as reported to trimedyne. Upon initial receipt of this complaint, it was determined to not be reportable. However, after returned product eval on 10/15/2007, it was determined to be reportable.

Manufacturer narrative:
Note: the following info is considered to be confidential. A visual examination was performed on the returned product. Proximal end: no defect was found at the proximal end connector. The fiber is broken and separated at three points: 1 inch, 2 inch, and 56.5 inches, and the blue buffer is holding the separated pieces together. Distal end: at the distal end, the fiber surface appears pitted, and the buffer appears melted. Fiber length: 111 inches, should be 118 inches minimum. Customer did not send a piece with stripped end 0.060" +/- 0.015". Note: although fiber appears to have been used, due to the pitting at the distal end of the fiber, there is no physical evidence to suggest that the fiber breaks occurred during lasing, and may have been noted during pre-use inspection according to instructions for use. Possible/probable cause: product handled where fiber was bent beyond minimum specified bend radius; fiber may have been dropped.